Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: a result between "200 mg/dl and 300 mg/dl" and a result between "150 mg/dl and 200 mg/dl". No adverse event reported. The test strips were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product no longer available for return